Manufacturer narrative:
(B)(4). Method: film. Results: kinked. Anatomy related; small distal aorta. Conclusion: kinked. Anatomy related; small distal aorta.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7 cm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the aortic neck diameter below the renal arteries was 20.6mm. The aortic neck diameter immediately above the aneurysm was 20.6mm. The aneurysm diameter was 56.9mm. The distal diameter of the right iliac artery was 11.9mm and the proximal diameter of the right iliac artery was 10.9mm. The distal diameter of the left iliac artery was 11.8mm and the proximal diameter of the left iliac artery was 10.2mm. The length portion of the right iliac was 33.8mm and the length portion of the left iliac was 30mm. The length of the aneurysm to aortic bifurcation was 72.1mm. The aorta bifurcation was as narrow as 18-19 mm and calcified. The physician implanted another manufacturer's device (post bifur implant) in the left limb to prevent stenosis of the stent graft. An endurant cuff was implanted to cover the ima (post bifur implant). A follow-up CT revealed that the left limb stent graft was found not completely opened (diameter: 2mm). The physician implanted another manufacturer stent (size: 9.0 x 37 mm) in the right and left limbs. The patient is still at the hospital and monitored by physicians. No additional clinical sequelae were reported and the patient is fine. A review of returned films 5-days post-implant showed that a tube graft was placed within the aaa. Within the tube graft, the bifurcate was seen positioned just below the renal arteries; the proximal stent graft margin outer diameter was 20 x 21mm. The ipsilateral limb was placed into the left iliac. Severe narrowing of the ipsilateral limb was seen within the 18 x 19mm distal aorta; the limb was compressed nearly flat to approximately 3mm; however no stent graft occlusion was seen within or distal to the stent graft. The right/ contra limb had only minor compression, and was also patent. Post-implant cta's showed that the left/ipsi limb is compressed down to 3mm within the distal aorta. There is no occlusion seen within the stent graft or in the distal vessels. Several still angio images from a secondary procedure show compression of the stent graft; there is still flow through the stent graft with no obvious occlusion. Post-implant of a stent within the left limb shows greatly improved expansion of the stent graft. The strength of the flow prior and post implant could not be determined from these still images. The cause of the stent graft compression was likely anatomy related; small distal aorta.